Manufacturer narrative:
The device was returned for analysis. The malposition was not confirmed due to the suture not returned. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the procedure utilized a 14f sheath and a post close attempt. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation could have contributed to the reported difficulties with the device. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, based on the information provided a mal position of the device occurred. The mal position can occur due to the post-close technique as the access site even after removal of the 14f sheath and prior device use may not be fully recovered and may be wider than the foot and needles. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after an impella removal procedure with a 14f sheath. Placement of the first prostyle suture was seemingly successful. Reportedly, when attempting to place the second prostyle, despite only minimal resistance during removal, the distal guide broke away from the proximal guide. The patient was taken to surgery to remove the portion of the device in the patient's anatomy. During surgery, it was noticed that the suture of the first prostyle was nowhere near the vessel [malposition]. Hemostasis was achieved surgically. A clinically significant delay of 1 hour was reported due to the required surgery. No additional information was provided.

Manufacturer narrative:
H6: device code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.